Event description:
This case was CABG/mitral vale and the pa was taking down the vein with the scope. He was almost done with the vein take down when the scope component broke. The vein harvesting was completed with no harm to the pt.